Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and failed due to the unit having no voltage. The reported customer complaint was not confirmed. The root cause could not be determined post investigation.